Event description:
The fe reported that the system locked up during use. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed and over the phone investigation. The customer was advised to reboot the system. The system was found to be working as intended and put back into service.